Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was unknown. Customer stated that it did not get resolved with an infusion set change; it kept coming up no delivery regardless of how many times he changes. Customer mentioned that the insulin in the insulin pump was cold. Advised customer the insulin to be used should be at room temperature. Customer reported that he is been running high and it because of no delivery alarm. Customer was able to resolve the issue and infusion sets and reservoir would be replaced. No further information provided.